Event description:
It was reported that the heater bag because disconnected from the cassette line and leak solution out of the connection site. The event occurred during fill one on the home choice (hc) and the home patient (hp) was connected. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.